Event description:
Reference MDR #1219856-2010-00783 for the first event involving the same pt. It was reported that in the cardiology unit and during an angioplasty procedure, a second attempt was made to insert the super arrow-flex (saf) sheath and intra-aortic balloon (iab) over the existing spring wire guide (swg). Again, the iab stuck inside the sheath and both were removed as one unit. The physician noticed that the distal tip of the saf was slightly crushed. On the third attempt, the standard sheath was used successfully to place the iab. The pt's status was critical. There was no delay in treatment reported, no injury and no further complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.